Event description:
During a complaint investigation on a pulse oximeter on n0v-7-2006, it was identified that the unit did not provide audio alarms. There was no patient harm reported.

Manufacturer narrative:
Evaluation concluded that the failure was isolated to the main pcb.